Event description:
It was reported that log file interrogation revealed a controller exchange had previously been performed in (B)(6) 2017. In addition, the log file captured backup battery fault alarms that resulted in yellow wrench advisories on (B)(6) 2023. Additional information was provided that stated that the previous exchange was performed as part of troubleshooting for a controller and driveline fault. Related manufacturer report number: 2916596-2023-01848.

Manufacturer narrative:
Section b5: the nov2017 driveline fault and controller exchange is captured under manufacturer report number 2916596-2017-02998. Manufacturer's investigation conclusion: the system controller is being evaluated following a controller exchange as well as for backup battery faults observed in the log file. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 13 days ((B)(6)2017 ¿ (B)(6) 2017 and (B)(6) 2023 ¿ (B)(6) 2023 per timestamp). The driveline was disconnected from the system controller on (B)(6) 2017 at 14:28:12. This appears to have been performed for a system controller exchange. The driveline was reconnected on (B)(6) 2023 at 24:19:36. Yellow wrench alarms were intermittently active from (B)(6) 2023 at 24:41:34 until the end of the log file, on (B)(6)2023 at 11:02:10, due to backup battery faults that were coincident to the backup battery being expired. These alarms remained active until the end of the log file; however, they did not affect pump operation. There were no other notable alarms active in the log file. The root cause for backup battery fault alarms was conclusively determined due to the backup battery being expired. The device history records were reviewed unable to be reviewed due to no serial number being provided. Heartmate ii patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate ii instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files revealed an unknown controller exchange.